Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent would not cross the lesion. Resistance was met and upon removal of the stent delivery sys through the guiding catheter, which is contrary to instructions for use, stent and membrane separation occurred. The separated portion of the membrane was retrieved. A snare device was used to retrieve the stent and the case was completed as a percutaneous transluminal coronary angioplasty with an acceptable result. Reportedly no pt injury was associated with this event.